Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for creatinine plus ver.2 and ion selective electrode (ise) sodium. Data for two patients was provided for examples. Patient 1 initial creatinine result was 0 umol/l and the repeat result was 66 umol/l. Patient 2 initial sodium result was 100 mmol/l and the repeat result was 145.5 mmol/l. Information regarding if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patients were not adversely affected. The creatinine reagent and sodium electrode lot numbers and expiration dates were requested, but were not provided. The field service representative changed several parts and ran validation checks which were within specifications. He found there was partial clogging of solenoid valves, the cuvettes were overflowing, and there was no consumption of the detergent. The investigation determined during the cleaning of the cuvettes, if the cuvettes are not emptied correctly and no detergent is used for cleaning there can be dilution of the assays and carryover. The contamination of the valves found by the field service representative were determined to be the root cause.